Manufacturer narrative:
To further evaluate the issue, a known good battery was temporarily installed, after which the device operated normally, confirming the reported condition. No additional troubleshooting was performed. The unit was not repaired, as the customer declined battery replacement. Performance specification testing was not conducted, and the service status of the ventilator remains unknown. As no repair was completed, the defective battery was not returned to respironics for further investigation. The investigation concludes that no further action is required at this time; however, if additional information becomes available, the complaint file will be reopened and a supplemental report will be submitted.

Event description:
Philips received a complaint from a customer regarding a v60 ventilator, reporting battery failure while the device was on standby, representing a first occurrence. There was no patient involvement at the time the issue was identified. There was no report of patient or user harm. The customer evaluated the device with assistance from a remote service engineer (rse) and confirmed the reported problem. The device experienced a battery fault. As the equipment is out of warranty, the case was transferred to service sales for further handling.